Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a non-medtronic intermediate catheter was advanced to the distal portion of m1. Thrombectomy was attempted several times using a direct aspiration first pass technique (adapt), but the thrombus could not be retrieved, so the solitaire fr thrombus retrieval stent (sfr) was used to perform a combined technique. When the sfr was inserted into a non-medtronic microcatheter and the push wire was pressed, there was a stronger resistance than usual. While resistance was felt, the push wire was continuously advanced, resulting in the sfr becoming stuck within the catheter. All microcatheters were removed and replaced with new ones of the same model. Adapt was performed again using a non-medtronic intermediate catheter, resulting in recanalization, and the procedure was safely completed. No patient symptoms or complications were associated with this event. The patient was undergoing thrombectomy surgery for treatment of poor blood flow in the distal (m2) segment of the right middle cerebral artery (mca). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices included an 8f optima guidecatheter, stryker track21 microcatheter, and synchro select standard guidewire.

Event description:
Additional information received that lesion characteristics include on the left side, around the middle of the mca, the vascular system is 2.3 mm. Vessel tortuosity was moderate. The patient¿s post-thrombectomy condition was tici3. There was resistance in the middle of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. Vecta 46 was the intermediate catheter by stryker.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.